Manufacturer narrative:
H10: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include application and skin preparation and time left on patient. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found other related events. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. H6: updated codes

Event description:
It was reported that, was conducted a retrospective post market clinical follow up activity (pmcf) on the use of applica iv100. In which, two patients treated were not satisfied with prevention of maceration. The skin was macerated. This data collection activity had been done retrospectively and anonymously; therefore, the outcome of the patient is unknown. No further information is available.